Event description:
My second set of saline implants / over the muscle, are 22 y/o. My symptoms began popping up 13 years ago. It has taken this long for me to put two and two together, because not one dr has given breast implant illness a second of a thought. It began with gall bladder disease and multiple food intolerances, as well as ibs over a 1 year period. Within a year, I was allergic to gluten, dairy and multiple ingredient that don't fall into either of those categories. Soon after that, I began showing signs of vitamin deficiencies that were caused tremors and anxiety, even though I was eating better and exercising more than the drs themselves. Not one could figure out what was wrong with me and how I could look one way on the outside and feel like I was falling apart on the inside. And I put up with multiple issues for years. Two years ago, 2016, my body began to deteriorates even more. I had incredible stomach, and intestinal issues, bladder issues, benign cysts showing up in my breast and ovaries. At the beginning of 2018, I woke up one morning with blocked ears and ringing. It has not gotten better and the ents can't figure out why it happened. They're still blocked and ring. I developed multiple swollen lymph nodes under my arms and close to my breast. One was biopsied and came back benign. They come and go at this point. In (B)(6) 2018, I began developing neurological problems, from chronic twitches in my face, burning mouth syndrome, sores on my tongue that 6 drs can not diagnose, numbness and tingling in my 4 extremities, severe muscle weakness, a burning sensation that appears all over my body through the day. Drs are baffled by this one too. Severe back and neck pain. Head aches everyday. Blood shot eyes and dark circles. Incredible dry itchy skin and a burning sensation when I itch myself. Bruises that appear on my joints in my feet and hands, another one that drs have seen with their own eyes and can't figure out what it is. And lastly, I "came down" over night in 4 days, with osteoarthritis. No one in my family, extended family has any of these problems. I couldn't eat healthier, be a healthier weight or exercise more. I have had multiple CT scans, MRI's, ultra sounds, upper endoscopy, x-rays, EKG for my constant chest pain and so much blood work. Everything comes back negative, and drs end up offering you antidepressants. After doing my own research to help myself, I came across info about breast implant illness. I have nearly all of the symptoms. I never knew any of this could happen. The worst I ever imagined was the hardening to the implant itself, or rupture. I now know better and am having a total removal of the implants and the surrounding materials. I never would have put myself though this if I knew the real possible side effects. "Mayby mentor?"